Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet 2 was chosen for implant using a 14f amplatzer amulet delivery sheath. The laa depth was 17mm and activated clotting levels were 353s. The amulet was implanted. Post procedure, the patient had a recurrent visual disturbance in the left eye. In the right groin an arteriovenous (av) fistula was noted in between common femoral vein (cfv) and the superficial femoral vein (sfa). There was no treatment required for av fistula and visual disturbance.